Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the doctor removed the reservoir to upload the info. However, the customer believes that the doctor did something wrong when he reinstalled the reservoir into the insulin pump, and she smells to insulin. Advised the customer to remove the reservoir and clean the reservoir compartment. No further info was provided.